Event description:
A patient reported experiencing inaccurate erratic results with a one touch profile. The patient's blood glucose results were 56 and 206 mg/dl. Tests were done within 10 minutes. Pt did not experience any adverse events. No further information has been reported.